Event description:
During the supraventricular tachycardia procedure, a burned component was discovered in the connector for the ECG cable. At the beginning of the procedure, there was noise on the ECG in the workmate claris ep system and in the ensite precision system. All filters were properly set, all the ECG patches were properly glued. When the ECG was plugged directly into the workmate claris and ensite precision systems the noise resolved. Therefore, the record connect was suspected. In the connector for the ECG cable there was a burned part. The procedure was completed with the ECG plugged directly into the workmate claris amplifier.

Manufacturer narrative:
One workmate¿ claris¿ record connect was received. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to physical damage sustained in the field. The event which resulted in the physical damage was not communicated and remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.